Event description:
The customer reported via phone call that she was hospitalized with low blood glucose of 39 mg/dl and had been released. The customer stated she was having issues with the serter. Customer explained that the needle hub was getting stuck in the serter during the sensor insertion and was bending the needle. Customer stated she was not wearing a sensor at the time of the hospital visit due to the insertion issues; otherwise she would have been aware of her blood glucose going low. Customer mentioned she went to the doctor on 7/2 and the basal rate setting were changed. The customer has had other low blood glucose events were she does not have any symptoms but has fainted. Current blood glucose is 153 mg/dl. Customer declined troubleshooting for low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number (B)(4).